Event description:
During routine test of suction pump that was on crash cart, the canister cover imploded. There was no patient involvement and no injury.

Manufacturer narrative:
Complainant stated canister was probably original equipment with the pump and in service since (B)(6) 2007. Complainant provided photographs of failed unit that are consistent with embrittlement due to excessive uv exposure.